Event description:
The reporter stated the surgeon was inserting an aa4203tl toric silicone single piece lens and he noted the haptic had sheared off in the cartridge. There was pt contact but no injury. Another same model lens was implanted. The reporter stated the cause of the damaged lens was due to a loading error.

Manufacturer narrative:
(B)(4). (B)(4).